Manufacturer narrative:
Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Customer's patient received a potential false positive. (B)(6) patient was tested using the accula system and received a positive for sars-cov-2. Patient was retested using an antigen test and tested negative. Information reported by user is being reported as required by 21 cfr 803.